Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +19.0d) was implanted backwards during primary cataract surgery. An additional surgical procedure was completed to explant the lal and implant a new lal (sn (B)(6), +19.0d) in the proper orientation. Rxsight's first awareness of this event was on 02/06/2024.

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +16.5d) was implanted backwards in the right eye (od) during primary cataract surgery. An additional surgical procedure was completed to explant the lal and implant a new lal in the proper orientation. Reference report #3012712027-2024-00061 for the report on the left eye (os).

Manufacturer narrative:
After the initial report was submitted, rxsight received information that clarified the serial number of the lal that was explanted from the patient's right eye (od), which was lal with sn (B)(6). The lal serial number along with the associated medical device information in section d are being corrected in this follow-up report. In addition, the returned lal (sn (B)(6) have been evaluated. No additional findings are avaiable from the evaluation of the returned lens. The investigation conclusions were unchanged.